Event description:
The manufacturer received a report involving a trilogy evo ventilator, in which a patient was urgently transported to the hospital following a disconnection of the circuit. The patient¿s mother contacted the philips sales representative to report that the patient¿s condition worsened after the circuit had come off, prompting emergency hospitalization. The sales representative confirmed that the alarm log included "circuit disconnected" and "low inspiratory pressure" alarms around the time of the reported event. The device was returned home after the incident, and the patient continued therapy using an in-hospital device. The sales representative explained to the family that while the device records alarm events, it does not indicate the duration of a disconnection. The device was evaluated and found to be functioning properly. However, based on the available information, the philips pms clinical expert concluded that device contribution to the adverse event has been confirmed, but it remains indeterminable whether a product defect, malfunction, or use error was the cause. No specific diagnosis or clinical details regarding the harm were disclosed. The patient¿s current status is hospitalized; outcome details beyond this are not available at the time of reporting. The investigation is ongoing.